Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. There was no complaint of telemetry loss and no mention of telemetry loss in the documentation received with the device. For this reason it is assumed the loss of telemetry occurred between explant and receipt at the analysis lab. The cause of the depletion cannot be determined. There is no mention of battery voltage level at explant and none could be retrieved in analysis. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. The expected longevity per the models table is about 38 months less than the amount of time the device was implanted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.

Event description:
Patient indicates alarm went off and it was described as a "glitch." Alarm setting set at 14 originally is gradually dropping. The device was explanted, returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.